Manufacturer narrative:
The field svc rep (fsr) replaced the two failed ohmite resistors responsible for these settings. The unit operated to manufacturer specifications and was returned to clinical use. If add'l info becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
The field svc rep (fsr) reported that during preventative maintenance (pm) of the device, the cooler heater unit would not operate in cooling speed 1, 2 or recirculate. This unit is for animal research, "not for human use." Since the event occurred during preventative maintenance, there was no pt involvement.